Event description:
It was reported that the health care professional (hcp) called technical services (ts) for further review of this cardiac resynchronization therapy pacemaker (crt-p) due to left ventricular (lv) pacing inhibition was observed on the presenting electrogram (egm). Upon review of the presenting egm, ts was able to determine that farfield oversensing of atrial signals in the lv channel led to lv pacing to be inhibited causing a decrease in the lv pace rate. Ts discussed programming optimizations options with the hcp. No adverse patient effects were reported. This crt-p and lv lead remain in service.